Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an unspecified procedure, the device handpiece was not recognized and the blade message appeared. The blade was removed and reinserted however, the issue was not resolved. There were no further details provided regarding the event. There was no patient harm reported, no user injury reported. This complaint is related to patient identifier (B)(6).

Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause was not identified. The subject device was not returned for physical evaluation, a definitive root cause cannot be concluded. Olympus will continue to monitor complaints for this device.